Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could see their belly move, like it was beating. It was determined that the patient was experiencing stimulation of the phrenic nerve or diaphragm from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.